Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump turned off twice without any low battery alarm. The insulin pump's screen had a rainbow effect/polarization that was affecting the customer's visibility. The rewind process was louder and slower. The customer received an error code when it turned off. The insulin pump alarmed button error often. Customer's blood glucose level was not reported. The device was not returned.